Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that a thrombus occurred. On (B)(6) 2018, the patient underwent a successful watchman left atrial appendage (laa) closure procedure. On (B)(6) 2018, patient presented for 3 month follow-up transesophageal echocardiogram (tee), which revealed a thrombus on the atrial facing surface of the closure device. Maximum area of the thrombus measured 0.3 cm squared. No further information is available at this time.